Event description:
The ICD involved in this report was interrogated on (B)(6) 2011. The caller reported that two non-sustained events had been recorded in the ICD memory (in the tachy zone): one episode whose origin was supra-ventricular (not treated). As reported, another episode whose origin was ventricular (not treated). As reported, the caller reported that some info (i.e. "Event logs") were not displayed for these non-sustained episodes. Moreover, the physician thinks that the second episode was misclassified: labeled as svt/st (supra-ventricular/sinus tachycardia) by the ICD although it was reportedly a vt (ventricular tachycardia).

Manufacturer narrative:
(B)(6), 2011. This event concerns a device that was mfg and used outside the united states. Analysis is pending.